Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump would not exit the preparing to prime loop and insulin squirted out if the tubing during manual prime. The customer¿s blood glucose was 150 mg/dl at the time of the incident. Customer had reservoir that would not allow insulin to flow despite increased pressure being administered through plunger unable to fill reservoir/remove . The product was not returned for analysis.